Event description:
Unit was explanted due to a report of loss of ventricular sensing. No injury or complications associated with the event. The device exceeded its published projected longevity. Analysis indicates loss of hermeticity.